Event description:
Healthcare professional reported right side capsular contracture baker grade IV, radial folding, "a13 mm fatty necrosis focus in the inner sextor of the right mammary region" (not device related), 12mm liver cystic imaging (not device related), and breast carcinoma (not device related). Device has been explanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.